Event description:
The sonicision battery was initially changed to assess the function of the handpiece. The device still did not work properly. Another disposable handpiece was opened and connected to the battery and it worked properly.